Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had uncomfortable stimulation with the therapy on, they changed from program #4 to program #1 and decreased from 1.8 to 1.3, and the pain resolved while sitting and standing almost completely. The patient noted they had an ongoing urinary tract infection (uti) for a year and a half, which was most recently diagnosed (B)(6) 2016, and oral antibiotics were not resolving it. The patient confirmed they took all medication as directed until they were gone. They still had the uti and the healthcare provider (hcp) told them they did not know what to do about it. The patient reported having sudden pain and burning at the vagina, with and without urination, and noted the pain and burning were worse with urination. The pain and burning with urination was noted to have occurred since day of implant. The patient had some success with the therapy as they used to urinate every ten minutes prior to implant and now was every 30 minutes. The patient was to follow up with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient had been in pain from the stimulation for two weeks as the healthcare provider (hcp) had set them on program #4 at 1.6 at their appointment two weeks ago. The patient had never tried to turn the stimulation down and stated they just wanted the stim off for now. The therapy was confirmed to be on and the patient was to follow up with the hcp. The change in therapy was reported to have been gradual in nature.

Event description:
Additional information was received from a patient. It was reported the steps taken to resolve the painful stimulation was the device was turned off. The patient noted they were having hip surgery so it needed to be in off mode. The patient was to contact patient services if they required assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.